Event description:
Information was received from patient (pt) regarding an external device . The reason for call was patient stated that they are supposed to be in group d but their handset went to group b. Patient stated that when they are trying to connect it says to scan code and they tried it twice but nothing happen. Agent assisted patient to connect to mystim app but saw not found message and unable to connect message. Agent had the patient recharge the implant first and saw that implant was in red and recharging excellent. Patient will continue charging the ins. Agent reviewed information. Patient stated that they have a follow up with hcp on (B)(6) .

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.